Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on two different aviva meters, compared to a professional meter, within 10 minutes: 57 mg/dl on both (aviva) meters (system 1) and system (2) and 217 mg/dl (cvs's meter). Test strips for the aviva meters are the same lot number but it is unknown if it is the same vial. No adverse event reported. Requested return of the alleged device for evaluation.